Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had tarry stool and a gastrointestinal (gi) bleed was confirmed. After anticoagulant adjustment and endoscopy, the patient was stable and recovering. The patient had also experienced low flow alarms. The patient's gi bleed may have caused the decrease in volume. The patient's low flow limit was adjusted from 2.5 liters per minute (lpm) to 2 lpm due to left ventricle remodeling.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.